Event description:
The customer reported that the system shut down during a case. There is no report of pt injury associated with this event.

Manufacturer narrative:
The customer cancelled the service call.